Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after a pump supply change while using the ilet bionic pancreas with a dexcom g7 cgm; the pump displayed 71 mg/dl and confirmatory fingerstick values were 64 mg/dl, rising to 69 mg/dl within minutes, and the user treated with apple juice and continued calibrating the pump. Symptoms included low blood glucose without loss of consciousness or dizziness. Outcomes included transient hypoglycemia that resolved without medical intervention, without assistance from others, and without hospitalization. Investigation included user coaching on verification of cgm readings with fingersticks, confirmation of cgm type, review of alerts for low glucose, and monitoring of trend to recovery. Investigation of this case revealed that the device alerted for low glucose and functioned as designed, the cgm was identified as dexcom g7, and no device malfunction was identified; the exact cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear and not attributable to a confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.